Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One ensitex surfacelink (surflink) module was received for evaluation. Based on the investigation and information provided to abbott, the reported event was confirmed, and the root cause was attributed to an electrical open to the active belly patch pin from an undetermined event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances associated with the reported event were identified.

Event description:
While preparing the patient for an atrial fibrillation procedure, mechanical issues resulted in the procedure being cancelled. It was reported that the ECG signals were no longer being received. The issue was caused by a broken black connection on the surfacelink. There was no spare surfacelink, so the procedure was cancelled as a result with no adverse consequences to the patient. The procedure has been rescheduled for the patient.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model ensite-srflnk-I-01) is an ous configuration not available in the us and is therefore not referenced in the gudid database.